Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic nissen fundoplication procedure. The needle fell out of the jaws of the su turing device during the fundoplication of the stomach. The needle and suture fell into the cavity of the patient and were retrieved. There was difficulty in toggling the needle prior as the device was not smooth. The device was difficult to unload. In order to resolve the issue and complete the case, a new suturing device and reload were used. There was no patient harm.